Manufacturer narrative:
B.5. Describe event or problem: it was reported that the bd saf-t-intima¿ closed IV catheter system leaked from the connection joint after the puncture. There were two occurrences reported but the date/time and or patient information is unknown. Investigation summary: a device history review was conducted for lot number 6146708. Records show the reported lot was manufactured on 06/082016, and indicate that this is the only instance of leakage occurring in this batch of saf- t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: the photograph submitted by the facility was analyzed. It did not display the reported failure mode and a sample could not be obtained for evaluation and testing. Root cause description: based on investigation results to date, the root cause cannot be determined, no leakage was observed in photo received. Rationale: bd will continue to monitor this issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system leaked from the connection joint after the puncture. There were two occurrences reported but the date/time and or patient information is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system leaked from the connection joint after the puncture.